Event description:
It was reported that there were internal clock issues. The event occurred during testing. The device evaluation found a corroded downstream occlusion sensor.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a corroded downstream occlusion sensor. The downstream occlusion sensor was replaced. The downstream occlusion sensor was calibrated. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.